Event description:
It was reported that a red alert was recorded due to a high shock impedance measurements out-of-range of over 120 ohms. Technical services reviewed this case and noticed that for the past year the shock impedance measurements have been in the 110 to 120 range. Technical services recommended to perform a commanded shock to evaluate this right ventricular (rv) lead shock effectiveness. Further information was received indicating it is unlikely that the patient received a commanded shock, and no further details of the case are known. This rv lead remains in service and no adverse patient effects were reported.